Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead was removed from sevice due to a fracture at the is-1 connector. The patient was experiencing inappropriate shocks.